Event description:
Customer reported that the insulin was being underdelivered by the insulin pump. Customer also stated that she had a high blood glucose. The blood glucose reading was 320 mg/dl. Customer's main symptom was drowsiness. Customer treated the high blood glucose with the insulin pump. She stated that the drive support cap appeared to be normal and recessed. She found no air in the tubing and no leaks. The time and date and basal rates were correctly programmed in the insulin pump. A high pressure test was performed and passed. Customer was advised to remove the infusion set from her body and found that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.